Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 430 mg/dl on the advantage system compared back to back with a result in the 200-299 mg/dl range on the emt's meter when testing was performed less than 10 mins apart. Reporter indicated that the customer almost passed out, she had chest pains, and difficulty breathing after the 430 mg/dl result was obtained, so her coworkers called 911. Reporter stated that the emts treated the customer with a nitro pill for her heart and took her to the hosp where her heart was monitored, but no treatment for her blood glucose was administered. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.